Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos single board computer. The system operates as intended.

Event description:
The customer reported that the system was intermittently locking up. There is no report of patient injury or death.